Event description:
When attempting to remove drain from left buttock, the drain tubing broke, leaving a portion of the tubing in the patient's buttock. No bleeding or pain was observed at the site. Scheduled patient for surgery to remove.